Manufacturer narrative:
This case was assessed as reportable to the FDA as the event pulmonary embolism was deemed to meet serious injury criteria. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This literature report concerns a (B)(6) female patient who developed pulmonary embolism (pulmonary embolism) after inadvertently injection laryngoplasty with calcium hydroxylapatite (caha) (accidental exposure to product). The patient was experiencing a change in her voice after thyroidectomy due to thyroid papillary carcinoma, which was done approximately 3 months ago (date unspecified). Endoscopic evaluation of the larynx revealed a right vocal fold paralysis. Results from other physical examinations and past medication history were unremarkable. Authors studied the computed tomography (CT) scan for another cause of vocal fold palsy. However, the patient's lungs were clear and no signs of a heart problem. After careful examination of her vocal folds, a radiesse injection was performed percutaneously on the right vocal fold through cricothyroid membrane under local anaesthesia. The procedure did not go as planned since the patient suddenly coughed and moved during the injection laryngoplasty, thereby causing an accidental injection around the vocal fold. The inadvertently injected caha around vocal fold was seen on CT scan of inferior larynx area. The total volume of injected radiesse was 1.4 ml. After the procedure, the patient suffered from dyspnoea. A chest embolism computed CT scan revealed a high-density lesion at the pulmonary vasculature in the right upper lobe. A calcium hydroxylapatite pulmonary embolism (pe) was suspected, and the patient was treated with warfarin for 12 months. During the follow up, the patient consistently had mild dyspnoea. After 6 months on warfarin, the chest embolism CT revealed that the calcified embolus still existed. At 12 months, the patient's dyspnoea symptoms had nearly disappeared and she was able to climb the stairs without stress. The follow-up chest embolism CT scan did not show the embolus lesion of the right lung any more. Authors' concluded that the caha had been re-absorbed and just a follow up of the patient was required. At 2 years, the patient did not have any lingering problems associated with this past experience. Reporter's comment: in the present case, the exposure to caha in the vessels around the vocal fold led to pe and to the passage of the caha in the inferior thyroid veins or inferior laryngeal vein and then into the subclavian vein, ending up in the vasculature. Because of some of inadvertently injected caha was seen in the CT scan of inferior larynx area, authors' suppose that the inadvertent injection was a main cause of pe. In the chest embolism CT scan, authors' could see only small calcified emboli in the right upper lobe. However, as the patient suffered from dyspnoea right after the injection laryngoplasty and considering the patient symptoms, there must have also been multiple other small pe in the lung that can't be found by CT, and small calcified emboli alone couldn't have brought the symptoms. In this case, the patient's symptom of dyspnoea disappeared nearly after 12 months, and she was able to climb the stairs without stress. In addition, the follow-up chest embolism CT scan did not show the high-density lesion at the right lung previously seen. Literature reference: won sj, woo sh. Calcium hydroxylapatite pulmonary embolism after percutaneous injection laryngoplasty. Yonsei med j 2017; 58(6): 1245-1248. Doi: 10.3349/ymj.2017.58.6.1245.